Event description:
Litigation papers allege that less than three months after his initial surgery, the patient was forced to undergo revision surgery to remove his defective implant. It is further alleged that the patient's surgeon replaced the asr implant with another asr hip and the patient continues to experience persistent pain, hears noise emanating form hip hop during movement, and feels like his hip moves out of place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.